Manufacturer narrative:
Event date is an unknown date in mid (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.